Manufacturer narrative:
Initial reporter: there was no contact phone number provided. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
This is report 1 of 2 for the same event. It was reported from (B)(6) that before surgery, it was observed that the battery handpiece device and the lid for the battery handpiece device were seizing up when in use together. According to the reporter, this has been reoccurring issue over the past two years. However, a specific number of occurrences was not available. The reporter stated that the facility was adhering to the cleaning and lubrication guidelines. There were no delays to the planned surgical procedure. It was not reported if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had failed several tests, and the power transferring mechanics appeared to be running rough. It was observed that after disassembly, a huge quantity of blood residue was found in different locations including the ball bearings. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to a leaky seal due to manufacturing or processing error. This issue was escalated to CAPA. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.